Event description:
It was reported that a small volume folfusor overinfused. The reported expected therapy time was 46 hours; however, the infusion was complete after 17 hours. This occurred during infusion of 76 ml of fluorouracil and 20 ml of normal saline, with a total volume of 96 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.